Manufacturer narrative:
The device was received for evaluation. During functional testing, a false upstream occlusion alarm was unable to be reproduced. Evaluation inspected the device per the flow line for flow rate testing but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion when none was present. There was no report of patient injury or medical intervention associated with this event. No additional information is available.